Event description:
It was reported through literature that asahi caravel microcatheter was involved with vessel perforation, cardiac tamponade, and additional treatment. Publication: coronary intervention (2025) vol.21 no.2:36-41. Title: micro catheter plugging for collateral channel perforation by guide wire [excerpts] it was reported that a percutaneous coronary intervention (pci) was performed for a chronic total occlusion (cto) at the proximal left anterior descending artery (lad) of a patent with his chief complaint of exceptional breath shortness. The entry of the occlusion was located just proximal to the lad with a blunt type end. A not-so-large intermediate artery that was likely to allow observation of the main lad. Angiogram from an unspecified guiding catheter via a collateral channel found an island in the lad, and a diagonal branch branching off from the distal island, whose distal segment was also occluded. The distal end of a collateral branch from the conus branch was clearly seen. Angiography from the main rca was competitive, with its distal end poorly visualized. As for the collateral channels from the rca, an apical channel was well developed due to patent ductus arteriosus (pda). The septal channel was not clear under x-ray. Cardiac computed tomography (CT) also suggested an existence of a double cto. No calcification was found in the lesion. An asahi caravel microcatheter along an asahi sion guide wire was advanced for contralateral angiography by way of the apical channel. However, the devices wandered into small branches several times and crossing through the channel was not easily achieved. Angiography indicated extravascular leakage; contrast media was observed on the both sides of the pda, suggesting that there were two bleeding sites. Attempts were made to correct the guide wire course from a small branch to the main lad. Further attempts were made to advance the caravel microcatheter to the segment where blood flow to a smaller branch can be blocked. Angiography from the segment where the microcatheter was advanced showed bleeding caused by the guide wire perforation stopped. The procedure was then continued with antegrade wiring while the caravel microcatheter in the apical channel was kept as is. Neither an asahi miracle neo 3 guide wire or an asahi miracle 12 guide wire could be advanced under the guidance of an unspecified intravascular ultrasound (ivus) system. An asahi conquest pro 12 guide wire was able to puncture the proximal cap of the cto. Although an asahi corsair pro microcatheter could not track the guide wire, an unspecified 1.0mm balloon catheter successfully crossed the cap. After the balloon dilatation, the corsair pro microcatheter successfully crossed the cap. The conquest pro 12 guide wire was switched to an asahi miracle neo 3 guide wire, which was advanced over the island. As ivus observation confirmed that the plaque was successfully crossed, an asahi sasuke double-lumen catheter was introduced to allow the sion guide wire to the diagonal branch branching from the distal island. Under the ivus guidance by way of the sion guide wire, the miracle neo 3 guide wire was advanced with support by the corsair pro microcatheter. The miracle neo 3 guide wire went toward a septal branch after the guide wire passed over the distal end of the occlusion. As ivus observation found that the guide wire was advanced subintimal from just proximal to the septal branch, the tip detection method was used under the ivus guidance to re-wire an asahi gaia next 2 guide wire into the plaque to successfully secure the distal true lumen. Although it took about 2 hours to cross the guide wire as it took time to puncture the proximal cap and insert the corsair pro microcatheter, there was no sign of increased pericardial effusion, and the patient hemodynamics was stable. The procedure was continued. As the sion guide wire did not completely cross through the apical channel from the rca yet, an antegrade wire needed to be crossed so that more than one coil needed to be deployed on the lad side of the bleeding site and the sion guide wire and the caravel microcatheter needed to be advanced way over the bleeding site. Two units of 10mm hilal embolization microcoils (cook medical) were deployed from the lad and four units of hilal embolization microcoils were deployed from the rca to sandwich the bleeding site, successfully achieving hemostasis. An unspecified 2.5x48mm drug eluting stent (des) was deployed from the distal side, and post dilation was performed with an unspecified 3.0mm noncompliant balloon, except for the distal segment of the stent. Directional coronary atherectomy (dca) was performed to the proximal lad to generate a platform. An unspecified 4.0x24mm des was deployed without jailing the lcx. Drug application was performed with an unspecified drug coated balloon (dcb) to the lmt to the lad segment #6. As bleeding was again found in the apical channel by angiography of the lca again, two units of 5mm hilal embolization microcoils were additionally deployed to each of the lad and rca sides, when vasopressor needed to be applied. Increase of the pericardial effusion was found, and a cardiac drain was inserted and kept. When checked again, hemorrhage was once again confirmed. Four additional units of hilal embolization microcoils were deployed to finally achieve the complete hemostasis.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. According to the article, the perforation occurred when the subject caravel microcatheter was tracking the sion guide wire to cross the cto but wandered into a small branch. Based on the literature information and referring to known similar events, it was presumed that the reported event might have been complexly attributed to the operator's manipulations, the lesion conditions, and target vessel conditions. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects]. ~ vessel dissection or perforation. ~ hemorrhage or hematoma.